Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated high blood glucose level with correction bolus using insulin pump. The current blood glucose level was 324 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer noticed multiple small and bigger sized bubbles inside reservoir and tubing during therapy. Air bubbles were successfully removed. Auto mode feature was not active and not automatically adjusting insulin at time of event. The customer discontinued troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.